Event description:
Patient states yesterday her pump sn (B)(4) was beeping and then she switched to a different pump and it worked, however today when she tried to use sn (B)(4) again it was beeping again and giving a message of no run. Per patient she was doing everything correctly. We are shipping a new pump to patient. No further information. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace product? Yes. Reported to (B)(6) by: patient/caregiver.